Event description:
The facility reports, the patient was being transferred from the bed to the wheelchair by the cna on duty via the lifter. The cna attempted to transfer the patient and began the lifting process. While the patient was being hoisted and maneuvered towards the wheelchair, the cna stated the hook or strap on the sling broke off, causing the patient to fall into the wheelchair. There were no injuries reported.